Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to change the infusion set and reservoir on the insulin pump. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did exit. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir into the insulin pump and to run a manual prime. The customer reported that the insulin pump alarmed no delivery. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.